Manufacturer narrative:
Internal complaint reference: case- (B)(4). This complaint was opened by smith+nephew to document a reported patient complication that includes reference to the use of a smith+nephew product without evidence of a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, on (B)(6) 2025, the patient underwent a right hip arthroplasty, due to right femoral head necrosis. During the postoperative, the opov 25×10cm ctn20 cn was used. Eleven days after the operation, swelling, discomfort, pain and acute subcutaneous hematoma appeared in the right hip. There were also signs of infection. It was managed by giving symptomatic treatment such as dressing changes, swelling reduction, hemostasis, anti-inflammation and surgical debridement. Due this, the local symptoms significantly reduced. The procedure was completed with a smith and nephew back up device. The patient was cured.

Manufacturer narrative:
Additional information: h11 (roi). H3, h6: given the nature of the alleged incident, the product, could not be returned for evaluation. The clinical/medical investigation concluded that, a user error could not be ruled out. Subsequently, after eleven days post-op it was reported the patient had signs of infection (unconfirmed); as well as swelling, discomfort, pain and acute subcutaneous hematoma appeared in the right hip. Reportedly the patient was managed with symptomatic treatment such as dressing changes, swelling reduction, hemostasis, anti-inflammation and surgical debridement. Consequently, without identification of the reported infection, the etiology remains unclear; however, the reported adverse event was likely a procedural related infection or a hematological spread eleven days post-operative. Therefore, it cannot be concluded that the use of the smith & nephew the opov 25×10cm ctn20 cn, caused or contributed to the reported adverse events. The report stated the patient was cured after the use of dressing changes, swelling reduction, hemostasis, anti-inflammation and surgical debridement. Therefore, no further patient impact is anticipated. Should any additional relevant medical information be provided, this case would be re-assessed. The review of the production records showed no manufacturing issues that could have contributed to the reported incident. The sterilization record of the complaint product was reviewed and found meet specification, and there was also no issue identified during the sterilization process that could have caused or contributed to the complaint problem. No similar events were found in the complaint history, therefore this would suggest it is an isolated event. There have been no previous escalated actions for the part number and failure mode reported. A review of the instructions for use documents defined that: during the early stages of wound treatment, please observe the dressing frequently. Perform dressing changes according to standard clinical change. During the period of application, the clinical condition and safety of the patient must not be damaged. The outer side of the dressing is a waterproof film, which helps to protect the wound from bacterial infection. A review of the risk management file revealed this adverse event was previously identified. The anticipated risk level is still adequate. Factors that could contribute to the reported event include, procedural related infection, hematological spread eleven days post-operative, patient condition and/or patient medical history. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.